Event description:
The sarns 9000 perfusion system's air detection alarm and shut off sensor failed to function during coronary artery bypass graft surgery allowing air to be introduced into the pt. The pt suffered an air embolism and coma, followed by death on february 5, 1999. When the sarns engineer opened the panel, rptr could see that the air bubble detector cable was not properly connected to the outlet.